Manufacturer narrative:
Product analysis; analysis was unable to confirm the customer comment that the programmer kept freezing however it was noted that the programmer intermittently powered up with an error message and the printed circuit board (pcb) was found to be out of electrical specification. It was further noted that the tip of the stylus in the programmer was bent. The microprocessing unit (mpu) and the stylus were replaced and the overlay calibrated. The hard drive was re-configured and the software was reloaded and updated. The programmer then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept freezing. There was no patient involvement. The programmer was returned for service and repair.